Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed no evidence of defib or pace fault entries. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. When the patient coded, an attempt was made to defibrillate the patient and no energy was delivered. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device did not output pacer current. When the patient coded, an attempt was made to defibrillate the patient, and the device failed to discharge. Complainant indicated that the patient subsequently expired.